Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the drive geometry at the distal tip of the returned ar-8770-01 had broken. No fragments were returned for inspection. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head. Functional testing was not performed due to the damage to the device.

Event description:
It was reported that during a foot surgery the device broke off when screwing a screw into the calcaneus. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2023 it was confirmed that no part of the device broke off. The device cracked and no part of the device had to be removed from the patient. Update avoe (B)(6) 2023 further information was provided that a part of the device broke off, since half of the torx attachment is missing from the device. No fragments remained inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.